Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the reporter stated the connector was for the oer-pro as an interface from the scope to the scope connector to the oer-pro unit. The device would be sent in for evaluation/repair. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the metal clip was broken on the connecting tube after two (2) months of usage. The issue was found at reprocessing. No patient harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Event description:
It was later clarified that the device was not broken. The new technician was attaching the accessory incorrectly. The device will be kept by the facility.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.